Event description:
Customer states the bullet tip seperated from the device during the case. The pa was able to remive the separated peice from th patient. No injury occurred. Case was completed with a different device.

Manufacturer narrative:
A new design had already been implamented that would not allow this type of event.